Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); patient¿s condition affected effectiveness of device (endotension). Conclusion: device failure/lack of effectiveness related to patient condition (endotension).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. It was reported that a CT revealed aneurysm growth from 7cmm to 14cm with no signs of endoleak or migration. The aneurysm enlargement is likely the case of endotension and also could be the result of chemotherapy. The patient has been referred to an interventional radiologist for further analysis and treatment. No additional clinical sequelae were reported and the patient is stable.